Event description:
As reported by the edwards field clinical specialist, the physician was unable to gain access site due to severe peripheral vascular disease. The tavr was aborted after perclose failures. Edwards thv devices were opened but not inserted into the patient. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).